Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Reportedly, the procedure was done under local anesthesia. It was reported that the day after the procedure the patient had testicular pain and pain while urinating. The patient was treated with gabapentin and steroids. Reportedly, the patient was feeling better and has received planned radiation therapy.